Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator failed the extended self-test (est) and the short self-test (sst). The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue with code "inspiratory auto zero solenoid not operational" and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The unit passed all calibrations and tests as per manufacturer¿s specifications at the time of service. One ifm pcba was returned for failure investigation. On visual inspection, no anomalies were found. The part was attached to the test ventilator and powered up but failed est with "inspiratory autozero solenoid not operational" but after several rests passed est and sst. The unit was placed in normal ventilation mode and after several hours of ventilation the ventilator entered into backup ventilation (buv). After a thorough investigation, a faulty autozero solenoid (so1) in the ifm pcba was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the event was identified as a faulty s01 in the ifm pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator failed the extended self-test (est) and the short self-test (sst). The ventilator was not in use on a patient at the time of the reported event.